Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited far-r oversensing which resulted in an inappropriate auto mode switch (ams). No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information requested but was not received.